Event description:
The reporter contacted animas on (B)(6) 2014, reporting that the patient experienced blood glucose levels up to 23 mmol/l with symptoms of moderate tremulous, moderate nausea, and frequent urination. The reporter indicated that the pump was downloaded and reviewed by the health care provider on two occasions and pump settings were adjusted but the blood glucose fluctuations continued. The reporter indicated having lost faith in the pump¿s function related to the continued blood glucose fluctuations. This report is made based on the allegation that the patient experienced hyperglycemia associated with an allegation that the reporter had lost faith in the pump function.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no alarms occurred during testing. Unrelated to the complaint, the display screen was observed to be discolored during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.